Event description:
It was reported that during a monarch bronchoscopy procedure the physician observed bleeding. The case was completed; the bleeding occurred in association with a cryobiopsy, and the patient was transferred to the intensive care unit (ICU). The patient was subsequently discharged from the hospital and a diagnosis was established. The physician did not attribute this event to the monarch system.